Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit was received with missing reservoir tube o-ring, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was unknown. The customer performed troubleshoot and reported having a problem with part where you insert reservoir into body of pump and the seal has been missing for a while now. Customer states lip ring seal was damages and it doesn't lock into place or click anymore. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis